Event description:
A local thrift store sold me a machine that they instructed it was a tanning machine and gave instructions to stand in front for 10 minutes then turn and another 10 mins. After a minute and a half my 70 year old husband felt extremely weak and decided to stop the machine and prepare for a 14 hr drive to canada for work. About 4 hrs later his backside was completely burnt and he has second degree burns. After more research we discovered the unit is not a tanning machine but it is a photo therapy machine and supposed to be used only under medical supervision. This should not have ended up at a thrift store and sold to a civilian. Two months later almost and my husband still has burns and blisters. Still receiving medical treatment, been put in disability and on stroke watch. The pain and suffering this has caused has been unrepairable. I was also injured however not nearly as bad by simply standing in front of him talking to him as he had his back facing the machine. My feet got burnt in just a minute and a half. That's how dangerous this machine is and how responsible it is for whoever owns it which is daavlin to have lost it. It could have killed my husband or my kids.